Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The faulty cable caused a short-circuit that led to image issues. In addition, the following non-reportable malfunctions were found during device evaluation: camera cable defectiveness and coupler¿s finder is damaged. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the camera head cable is broken during reprocessing. During inspection and evaluation, no proper image is shown, and it appears distorted with noise (subject cannot be recognized). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, noise on the image occurred due to occurrence of poor communication caused by cable failure. The cause of the cable failure could not be identified. Breakage of the cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ ¿never pull out the video connector by the camera cable. The camera cable could be damaged due to excessive force.¿ olympus will continue to monitor field performance for this device.